Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 603 mg/dl at the time of incident. The customer was treated with intravenous drip in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer states insulin pump had motor error and no delivery alarm. Customer states the insulin exited. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or motor error alarm noted. The motor was tested outside of the unit and passed. Device had intermittent button response on the act, down arrow and up arrow button due to flattened dome switches (creased). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd was found locked properly. Device had dog chew marks on the keypad overlay, case and display window. Device also had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.